Event description:
A caller reported that the cartridge was leaked from the o-ring. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.